Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: model: 694765, lead; implanted: (B)(6) 2003..

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. Both leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.